Event description:
On (B)(6) 2012, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. The trunk of the device was fully deployed, however, the contralateral gate was closed at the level of the long gold marker. Attempts to open the contralateral gate were unsuccessful. The patient was converted to an aorto-uni-iliac procedure. Blood flow was restored, the aneurysm was successfully excluded, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to incomplete component deployment and surgical conversion.